Event description:
It was reported that the patient underwent a magnetic resonance imaging (MRI) procedure. MRI settings were not programmed on the patient's implantable cardioverter defibrillator. The device reverted into backup mode with high voltage therapies disabled as a result. The device was successfully restored. There were no patient consequences.